Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. See scanned page. Device

Event description:
Healthcare professional reported, "gastric band tube fractured on port side."